Manufacturer narrative:
Device 10 of 20. Complainant street address: (B)(6). Correction - contact office address: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user reported that the starter hole of twenty wafers was off centered. The product was not used. No photo is available at this time.